Event description:
It was reported that the patient was dissatisfied with his implant. The patient wanted to have a thicker implant. The spectra penile prosthesis(spp) device was removed and replaced. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.